Event description:
Reporter indicated a vns pt had the vns lead and generator explanted due to "malfunction". The malfunction was not specified. The explanted lead and generator have been returned. Analysis of the lead portion returned did not identify any anomalies. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. The electrode array was not returned. Analysis of the generator is still pending. Attempts for further info are in progress.